Manufacturer narrative:
Date of event was reported as early 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was physically attacked last year (2017) where the attacker hit their chest so hard that they landed on their back/left side where the implantable neurostimulator (ins) was. No imaging was ordered after the fall. Since then the ins would flip and move. They also stated that they had a burning/stinging sensation at the ins site. The patient had to position their body in a certain way to mitigate the stinging. In addition, the patient mentioned they had a burning/stinging sensation on their right side (opposite side of ins) in a small area about the size of a ¿head of a pencil¿ and beloved this was caused by the stimulation. They also had pain near the right ¿lip of the vagina¿. The patient was scheduled to have the ins replaced on the (B)(6). Additional information received from the manufacturer¿s representative reported that, at times, the patient had a sharp pain at implant site which was described as a shocking sensation. It was noted that the ins was implanted on the left but the patient felt the sensation on the right buttocks. This issue started after a bad fall in early 2017 that caused them to break their arm. The representative discussed the patient¿s concerns with them over the phone. The patient saw their healthcare professional (hcp) in the office and was scheduled for a revision on (B)(6) 2018. The device was currently turned off which resolved the patient¿s symptoms. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: aware date for previously submitted supplemental MDR should be sept. 18, 2018 and not oct. 2, 2018 as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial #(B)(4) showed no significant anomalies and passed final functional testing. It was noted that the device was subjected to a series of standard tests that included (but was limited to) visual inspection, output, telemetry, and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they thought the device was removed on the 22nd (manufacturer¿s device registry shows it was removed on (B)(6) 2018). There were no further complications reported or anticipated.